Event description:
The patient received the scs system on (B)(6) 2009. It was reported that the patient had been feeling overstimulation for 2-3 minutes when the scs ipg battery was low and needed recharging. The device is still in use. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.